Event description:
Esophagectomy - (B)(6) found plastic piece broken off grasper tip in pt, after not realizing that it had broken off. Dr. Suspects that it may have been a result of user error catching on the edge of the advanced fixation 5mm trocar he was using in his working port. (B)(6), the rp in room at time, nurse (B)(6) checked with (B)(6)'s help that it was complete after removing the piece from pt." Pt status: procedure proceeded and recovery is as normal.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.